Manufacturer narrative:
Previous rescue tape application reported under MFR #2916596-2021-04299. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low speed alarms overnight. The log file captured speed drops that were lower than the low speed limit on (B)(6) 2021 and (B)(6) 2021. These issues only appear to be occurring while the ventricular assist device (vad) was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. There had been no noted trauma to the driveline. There has been longstanding use of rescue tape. No significant weight gain or loss and no obvious patient movements that elicited alarms. The patient had also been completely asymptomatic throughout. The external x-ray images were unremarkable. A driveline repair was scheduled for (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient underwent a driveline repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported low speed events were confirmed through the analysis of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log file contains data from (B)(6) 2021. The pump appeared to function as intended, above the low speed limit for the duration of the file until (B)(6) 2021, when the pump speed decreased below the low speed limit two times. Following each events, the pump quickly returned to its set speed. The pump remained operating above the low speed limit until (B)(6) 2021, when additional low speed events were captured. All of the low speed events were observed while the patient was supported by the power module (pm). The low speed events were observed until the end of the file, when the patient switched to battery power. Based on heartmate ii complaint history and similarly reported events, the event captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 18¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. Rescue tape was observed between approximately 1 and 3.5¿ from the metal connector. Removal of the tape revealed a small tear on the silicone jacket (refer to cs-154072). Upon removal of the outer silicone jacket, the bionate layer was slightly discolored, however, no damage was observed. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the driveline repair, multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and the patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also address all system controller alarms and how to respond to such events. Lastly, the documents advise the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12may2014. No further information was provided. The manufacturer is closing the file on this event.